Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned approximately after 4 years of being implanted and replaced with a same model lead. It was reported that during a ventricular fibrillation (vf) shock therapy did not convert the rhythm and the physician suspected original lead placement had not been adequate. No additional adverse patient effects were reported.